Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Further clarification was received indicating that the stent failed to cross the target lesion and that once the stent was removed from the patient the distal part looked like a "fish mouth". Additionally, during analysis it was noted that the stent was fractured. (B)(4). The complaint received states that during an interventional procedure a cypher select plus failed to cross the target lesion and when the product was removed from the patient the stent was damaged and there was strut uplift. On receipt of the product a stent fracture was also noted. There are no lesion, vessel or patient details available. The stent on sds was inserted; however, the device failed to cross the target lesion. When the product was removed, the physician noted that the distal end of the stent looked like "a fish mouth". The sales representative suggests that the physician applied force higher than expected, which led to the alteration of the stent. The product was returned and the stent was noted to be fractured with the struts uplifted. There was no patient injury reported. One non sterile cypher select + 2.25 x 18 mm was received coiled in two plastic bags. Stent was observed mounted between marker bands. It was observed struts up lift and elongation in distal portion. Two kinks were observed at 10 and 39 cm functional analysis was performed. A guide wire was inserted in to the unit, according to procedure (B)(4). No resistance friction was observed. Sem analysis was required. Results showed that the stent presented evidence of broken strut; the strut presented evidence of cutting characteristics by a sharp tool (such as tweezers or pliers) in the separation surface; however the exact cause of the possible separation could not be conclusively determined. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure could not be confirm. The exact cause of the failure reported by the customer could not be determined. Neither the DHR review nor the product analyses suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. The cause of the fractured stent found during the analysis could not be determined, however, the DHR review does not suggest that the issue is related to the manufacturing process. Additionally, there are controls in line that assure this type of issues do not leave the facility, such as (B)(4). Therefore, no corrective or preventive actions will be taken. The complaint of failure to cross could not be confirmed on analysis, the catheter moved freely over a guide wire. The complaint of stent damage and the discovered fracture were confirmed; however, the exact cause of these failures could not be determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information suggests that procedural and possible vessel characteristics may have contributed to the reported and confirmed events.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
It was noted that there was an alteration on the body (stem) of a 2.25 x 18mm cypher select plus stent. This prevented the progression of the stent though the guidewire, through the lesion. The cypher was replaced with another product and the procedure was successfully completed. The sales representative suggests that the physician applied force higher than expected, which led to the alteration of the stent. There was no patient injury reported. The product was returned and the stent was noted to be damaged with the struts uplifted.